Event description:
A falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was transferred to a secondary tube and repeated two times on the original instrument. The repeat results were lower than the discordant result and considered correct. The sample was sent out to a reference laboratory for testing and the result recovered lower. The first repeat result of 1.1 miu/ml from the original instrument was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant thcg result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report a falsely elevated total human chorionic gonadotropin (thcg) result that was generated on a patient sample on an advia centaur cp instrument. The quality controls (qc) recovered within range on the day of event. A siemens customer service engineer (cse) was dispatched the customer's site. During this visit, the cse performed a total service call, and checked the dispense and aspiration. Then, the cse replaced aspiration and peristaltic tubing and the wash blocks. The cse also cleaned the luminometer. Next, the cse checked the mechanical alignment of sample and reagent probes, primed the instrument, and ran qc, which resulted acceptably. The assay performance was monitored following service and there has been no recurrence of the event. The cause of the falsely elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.